Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the system is not marketed in the united states and it is not similar to products marketed in the united states.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to a reading of 0 vdc. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.